Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; seven devices had broken/damaged components, two devices had a missing component, four devices had misaligned components, one device had a bent component, one device had a lubrication issue, one device had a worn component and one device had a build-up of dirt/debris. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 19 malfunction events, where it was reported the brakes were difficult to engage or could not be engaged. There was no patient involvement.